Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable and the power cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a generator error and would not produce x-rays. No pt injury was reported.